Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. As the alarms occurred in the past, troubleshooting was unable to be performed. Customer reported the issues were resolved by performing a complete supply change and successfully resume insulin delivery. Customer's blood glucose was not impacted.